Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.

Event description:
The customer reported that his acuity centralized pt monitoring station is down. He believes that the internal power supply of the cpu has failed. Pts were connected to the system but this event did not result in any harm to the pts.